Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 02/12/2015; electrode belt: 01/29/2010. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The ECG analysis, conducted by trained ECG technicians, identified the cause of the patient's death was asystole. Post-shock asystole is an expected, low-frequency complication of defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. It was reported that the patient's wife and the ems performed CPR. Review of the events surrounding the death indicate that the patient received four treatments. The patient received three appropriate treatments at 09:23:56, 09:30:36 and 09:33:18. The rhythm at the time of the first treatment was ventricular fibrillation (vf). The post-shock rhythm was asystole. The patient then received one inappropriate treatment at 09:24:21 during an episode of asystole. Oversensing of small cardiac signal contributed to the false detection. The post-shock rhythm was asystole. The rhythm at the time of the third treatment was ventricular tachycardia (vt). The post-shock rhythm was asystole with intermittent cardiac activity. The rhythm at the time of the fourth treatment was vf. The post-shock rhythm was asystole with intermittent cardiac activity. The post-shock rhythm was asystole. Asystole is considered a non-treatable rhythm. The device was shutdown at 10:54. The response buttons were not pressed during the entire event. The patient passed away on (B)(6) 2015.